Event description:
It was reported that an ilet user experienced hyperglycemia after an infusion set supply change, with a highest cgm reading of 340 mg/dl and a confirmatory glucometer value of 293 mg/dl; the user had performed their first site change with a teflon infusion set on the abdomen and later reported difficulty with the procedure and incorrect deployment without giving futher detail, after which an agent guided a repeat site change and the glucose began trending down from 295 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem associated with the cannula and infusion set procedure, and an improper or incorrect method during the initial deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.